Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom false air-in-line alarms through review of the event history log, but did not reproduce it. The evaluation found that the upper and lower ultrasonic sensor readings were below specification with a fluid filled tube, which makes the pump more sensitive to false air-in-line alarms. The ultrasonic sensor was replaced to correct this condition

Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line. It was also reported that there was no pt injury.